Manufacturer narrative:
The received device had the cannula assembly not deployed. The release bar had not deployed after the end of second prime and the device was deactivated after delivering 71 pulses. The device was connected to a master pdm and a 5 unit test bolus was delivered without issue. No issues were found with the needle or drive mechanisms that would result in the device failing to deploy; a root cause could not be determined. No other defects or deficiencies were found during the investigation that would affect the device's ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully deploy as intended during activation.